Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that insert would not seat into baseplate. A second component (insert) was used and seated.